Event description:
It was reported the patient¿s ipg had an increased recharge burden. Diagnostics indicated that ipg was no longer operable and would not connect with external devices. As a result, surgical intervention took place on (B)(6) 2019 to explant the ipg.